Event description:
The customer reported that they received questionable ion selective electrode (ise) test results for a total of four patient samples. The samples had a negative anion gap. The physician determined there was an issue and called the laboratory. Of the four patient samples, two had erroneous results for ise potassium. The customer noted that they received questionable results for another patient sample just prior to the issue. All results for this patient sample were flagged with an ise noise flag and no erroneous results were released from the laboratory for this sample. The first sample initially resulted as 4.95 mmol/l and this value was reported outside of the laboratory. The sample was repeated on the same analyzer and resulted as 3.70 mmol/l. The sample was repeated on a different analyzer and resulted as 3.79 mmol/l. The repeat result was believed to be correct. The second sample, from a male born on (B)(6), initially resulted as 3.61 mmol/l and this value was reported outside of the laboratory. The sample was repeated on a different analyzer and resulted as 4.40 mmol/l. The repeat result was believed to be correct. The patients were not adversely affected. The ise potassium electrode lot number and expiration date were asked for, but not provided. The field service representative determined that the ise sipper probe was bent. He adjusted the ise sipper probe. He performed precision studies.

Manufacturer narrative:
The ise potassium electrode lot number was m0768, with an expiration date of september 2015. A specific root cause could not be determined based on the provided information. For sample one, the most probable root cause is sample fragmentation caused by air bubbles in the sample path.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.